Manufacturer narrative:
Zimmer biomet complaint number (B)(4). There is not number available and the product will not be returned as it was discarded. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the screw loosened in the implant.